Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 502 and 503 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was tread with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with that issue resolved and no permanent damage to the customer.